Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to lead damage after multiple attempts at left bundle branch (lbb) area pacing. Also, the lead was discarded. There were no allegations against the lead.